Manufacturer narrative:
The device was returned and evaluated, and there was found to be insertion tube coating peeling off and leaking, bending rubber adhesive is detached. Additional findings include the following: insertion pipe was cracked, damaged or deformed, pierced / cut or scratch of the insertion tube, adhesive on bending section cover is detached, insertion tube inspection buckled with coating peeling off, and connecting tube has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo fiberscope had insulation is peeling off at the distal end. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about three years since the subject device was manufactured. Based on the results of the investigation, the customer reportable malfunction was most likely caused by physical stress. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: user can appropriately detect the suggested event by handling device in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. User can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. Operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.